Event description:
As reported by end user hospital, during a right heart catheterization procedure, difficulty was encountered in clearing air bubbles from the tubing of a fluid delivery set packaged within a convenience kit. The procedure was completed with another of the same device. No air was injected into the pt and there were no complications. The used device was returned for evaluation.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 579 mg/dl, 279 mg/dl, and 249 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.